Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user disconnected from the ilet after perceiving a sensor malfunction when the sensor displayed 60 mg/dl while the user believed they were in range, and insulin delivery was stopped until the user called and was guided to reconnect; insulin delivery then resumed. Symptoms included hyperglycemia with a reported maximum of 265 mg/dl lasting about seven hours and user-reported difficulty communicating and recalling the sequence of events. Outcomes included temporary interruption of automated insulin delivery and the need for troubleshooting assistance, with no reported medical intervention, ketone testing, or use of backup therapy. Investigation included customer interview and device use review with troubleshooting and education provided by support. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with contributing factors including user-initiated disconnection from the system and concurrent use of prednisone, which can elevate glucose. It was concluded that the event was related to user management decisions rather than a confirmed device malfunction, and that the root cause of the initial low sensor reading discrepancy remained undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.